Event description:
Doctor was using a cannulated pedicle awl at the level of l5, right side. While using this awl the tip of the instrument sheared off in the right pedicle of l5. The doctor was leaving the instrument tip as a retained foreign body from the patient. Vendor was on site and took device into his possession immediately, before I was able to assess. Details listed under device were direct from vendor. I was unable to find a match in access gudid.